Event description:
It was reported that the device failed patient side occlusion test even after pressure calibration. The tech recommended replacing the pressure sensor from the patient side bottle side. There was no patient involvement.

Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported issue of npi 8100 failing patient side occlusion. Technical support: 1. Clear the occlusion. 2. Using the applicable maintenance software: a. Perform the patient side occlusion test. B. Perform the calibration and/or replace the pressure sensor. 3. Swap the pressure sensor from patient side to bottle side. 4. Replace pressure sensor. 5. Return the module to the factory. Biomed will swap pressure sensors around. If still failing, will replace pressure sensor. Closing case. The root cause of the customer's report could not be determined. A review of the device history record showed the device had a manufacture date of 15mar2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the device failed patient side occlusion test even after pressure calibration. The tech recommended replacing the pressure sensor from the patient side bottle side. There was no patient involvement.